Event description:
The patient presented to the ER after receiving multiple shocks due to vf. The device was interrogated and was found to be at eri. During the device change out, arcing to the can was observed. The physician believes that a lead abrasion caused the ICD anomaly.

Manufacturer narrative:
No medwatch form was received, device evaluation anticipated but not yet begun.

Manufacturer narrative:
The damage found was sustained during the surgical procedure.